Event description:
(B)(4). My side effects are including but not limited to: gynecological, etc: cramping - random, not connected to my periods or bowel movements, random spotting, increased discharge (odorous), hot flashes, loss of libido. Gastrointestinal: metallic taste in mouth, heartburn, bowel issues - frequent and large. Neurological, mental health: brain fog and; cloudiness, forgetfulness, anxiety/panic attacks, mood swings, depression - increased celexa dosage, diminished brain function (brain fog, confusion, cloudiness, forgetfulness, short term memory loss), mood disorders. Blood issues: high blood pressure 130/80-150/90, unexplained/easily bruising. Others: increased hair loss, increase grey and wont hold color, dental issues - increased calcification and deteriorating enamel, excessive fatigue 10-12 hrs at night and two 2 hr naps daily. Naps are sudden, very little warning, weight issues - inability to lose even with weightloss help from doctor, vision problems (floaters, blurred vision, decreased vision), excessive sweating, dry skin on hands to point of cracking and bleeding, need (not craving) for high sodium diet. If I dont, I get severe migraines, wearing of any jewelry that is not pure gold or stainless steel causes migraines for entire time of wearing and for 24-48 hours after.

Event description:
(B)(4). On (B)(6) 2015 another new symptom. I feel like I have a knife in my abdomen. It doesn't come and go either. It is constant. It is in the same exact spot and never moves.

Event description:
#Medwatcher #followup2 #fdamw5041621 #(B)(4). New symptoms since original report. Progression of osteoarthritis in hands and tendonitis in ankles and wrists: due to increased inflammation. Runners knee developed in both knees. Abdominal cramping more severe and more frequent, not connected to bowel movements or menstruation. Fatigue has worsened. Teeth have started to break off in pieces.

Event description:
#Medwatcher #followup1 #fdamw5041621 #(B)(4). New symptoms over 24 hour period my osteoarthritis in my hands worsened and spread to wrists developed runners knee in both knees joint swelling and inflammation getting worse and more painful.

Event description:
#Medwatcher #followup3 #fdamw5041621 #(B)(4). On (B)(6) 2015 I developed a new problem. Instead of normal bleeding and clotting when scratched, scraped or cut, it is very thin blood and I bleed longer than normal. I have to apply pressure to even the smallest pin prick sized wound to get the bleeding to stop.